Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes the following information was provided by the initial reporter, translated from (B)(6) to english: on 3th dec, at physical examination center,when used the sst to blood collection, it was found that there were black foreign matter in tube. The number of affected products can not provide.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: on 3th dec,at physical examination center,when used the sst to blood collection,it was found that there were black foreign matter in tube. The number of affected products can not provide.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for fm in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.